Manufacturer narrative:
(B)(4).

Event description:
The pt was rushed to the ER due to an altered mental status; the pt was seeing things crawling on the wall. The pt was checked at the ER and they said that the event was due to the pump. It was unk if the pt was taking any oral medications. The device system was used to deliver baclofen. Additional info has been requested, a f/u report will be sent if additional info becomes available.